Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that tip separation occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified left circumflex artery. An opticross imaging catheter was selected for use to view the target lesion. During a percutaneous coronary intervention (pci), it was noted that lost image occurred during pullback of this device. Moreover, the tip of the catheter was separated inside the y-connector outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient is fine. Device evaluated by MFR.: the device returned has the distal tip of the catheter separated and the detached portion was not returned for analysis. Device analysis revealed the distal tip encountered damaged (a portion of the tip assembly was detached). Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system.